Event description:
It was reported that the intramedullary hip screw centering sleeve impinged on the lag screw and the centering sleeve could not be advanced. Due to this occurrence, surgery time was extened more than two hrs in order to remove affected devices and replace with add'l centering sleeve and lag screw.